Event description:
It was reported the device was replaced during priming, due to a blood path to air leak at the arterial temperature port. (B)(4).

Manufacturer narrative:
The device has been received for evaluation. The investigation is still pending. A supplemental medwatch will be submitted when additional information becomes available.